Event description:
Additional information received from the manufacturer representative (rep) reported that the patient was scheduled for a revision at the implantable neurostimulator (ins) pocket site. The rep wanted to know if the device should be replaced while they were revising the pocket. Estimated longevity: 5v/420pw/40hz. 1 anode and 1 cathode 12 hours on 5.02 years and eos : 5.27 years. It was noted that the current ins voltage was 2.995v.

Event description:
The consumer via the manufacturer representative reported there was an implantable neurostimulator (ins) pocket issue. It was stated they had discomfort at the pocket site so the doctor was planning on moving the pocket. It was noted that the revision hadn't occurred, but it had been scheduled. Indication for use was non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.